Event description:
Spontaneous "malfunction: communication error" on continuous renal replacement therapy machine while connected to patient. Error unable to be resolved, therapy terminated. 24/7 baxter support call and unable to assist or explain malfunction error. Prismaflex 2 removed from service, provider notified. Approximately 200ml blood was not able to be returned to patient. The patient was 16 liters positive needing continuous renal replacement therapy so this delayed diuresis by over 3 hours and patient needed a transfusion for lost blood. Nurse competent in continuous renal replacement therapy administration for over 7 years and has not experienced this type of issue. Please see screen error message pictures uploaded with this report. Vendor was brought on site and performed a preventive maintenance on continuous renal replacement therapy. Was not able to duplicate error. Continuous renal replacement therapy placed back in service.